Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and inclusion of the polyethylene in the packaging recall. The reported wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 234-02-03 - optetrak asy, ps cemented femoral, sz 3: (B)(6). 200-04-33 - cemented finned tib. Tra sz 3f/3: (B)(6). 1510-s - cemex system fast 70 gm: aa1350. 203-96-01 - (11-2222) saw blade new stryk (.050): 7. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, a patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised for wear of the patella and poly. The patient was last known to be in stable condition following the event. No further information available.